Event description:
It was reported that a malfunction occurred on the pump, identified by malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred.